Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual inspection of the provided photographs found the tasp to exhibit signs of repeated use and has fractured on the medial side of the post feature. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The persona surgical technique (97-5026-001-00 rev. 11, page 34, technique tip 11.c), instructs that gentle manual pressure should be applied without impacting the tasp construct with either a mallet or hand. The tasps were inserted with excessive force during the surgery which caused the fracture of the provisional; hence the root cause is attributed to user error/off label use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tibial articular surface provisional fractured. Attempts to obtain additional information have been made; however, no more information is available at this time.